Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 514 mg/dl. The customer treated with injection. The customer stated that she tried to unsuspend the pump and the act button was not working. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.